Manufacturer narrative:
Further evaluation determined that the device was worn out and the k-wires would not hold. It was also observed that the device failed the function test, check clamping rang on tool coupling, check lever on tool coupling, check sleeve for spring tick ¿pass¿, if hexagon end and check status of development at pre-tests. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the coupling too side did not function and did not hold the pins. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the k wire attachment device had a broken tip. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.